Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reported leaking. Troubleshooting resolved reported issue; they were able to increase and feel the stimulation. Patient programmer (pp) use was reviewed with the patient and they were redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to boost the stimulator up a little bit because she had a return of symptoms. The patient stated that she went bowling last week and also had been doing some yard work prior to the return of symptoms. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The patient increased amplitude from 0.8v to 1.2v and confirmed that she was feeling stimulation at the target area. The patient mentioned that she would try stimulation at a high setting and then contact the health care professional if symptoms were not controlled. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient went bowling again and was soaking through her pad. The patient stated that she will see her health care professional next tuesday and would see what she recommends. There were no further symptoms or complications reported or anticipated.